Event description:
It was observed that during the device evaluation, the subject device exhibited blurry image, and foreign matter has come out from the insertion section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, blurry image most probable cause was traced to a component failure and foreign matter has come out from the insertion section cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.